Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that during deployment, the angio-seal device had completely slipped out while pulling; the anchor seemed to have no grip in the vessel. Hemostasis could be achieved by manual compression. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned partially mated with the hemostasis sheath. No other accessory components were returned with the device. Visual inspection revealed that the carrier tube assembly was mated halfway with the hemostasis sheath and the deployment sleeve was in partial rear lock position. There were multiple kinks observed on the carrier tube. The anchor along with collagen fully exited at the end of the sheath. The collagen was not tamped. No other visual anomalies were noted. The device was subjected to microscopic analysis and the tamping tube can be seen at the blood inlet holes of the hemostasis sheath. Functional testing was not possible due to the state of the returned device. IFU states: "once the anchor has been deployed correctly, and the device cap has been locked into the rear position, slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position resulting in the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.